Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), urinary tract infection ("urinary tract infections"), fatigue ("fatigue"), alopecia ("alopecia"), headache ("headaches"), nausea ("nausea"), memory impairment ("forgetfulness"), anaemia ("anemia"), rash ("rash") and pruritus ("itching"). The patient was treated with surgery (essure removal via hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2016. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, anaemia, fatigue, genital haemorrhage, headache, memory impairment, nausea, pelvic pain, pruritus, rash and urinary tract infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report from lawyer. Plaintiff birth date was added. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), urinary tract infection ("urinary tract infections"), fatigue ("fatigue"), alopecia ("alopecia"), headache ("headaches"), nausea ("nausea"), memory impairment ("forgetfulness"), anaemia ("anemia"), rash ("rash") and pruritus ("itching"). The patient was treated with surgery (essure removal via hysterectomy (uterus and cervix)). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, anaemia, fatigue, genital haemorrhage, headache, memory impairment, nausea, pelvic pain, pruritus, rash and urinary tract infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chronic cervicitis, abnormal uterine bleeding, uterus enlarged, menometrorrhagia and pelvic pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), urinary tract infection ("urinary tract infections"), fatigue ("fatigue"), alopecia ("alopecia"), headache ("headaches"), nausea ("nausea"), memory impairment ("forgetfulness"), anaemia ("anemia"), rash ("rash") and pruritus ("itching"). The patient was treated with surgery (essure removal via hysterectomy (uterus and cervix)). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, anaemia, fatigue, genital haemorrhage, headache, memory impairment, nausea, pelvic pain, pruritus, rash and urinary tract infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: specimen(s) submitted as: uterus pre-op diagnosis and clinical history: pelvis pain, abnormal uterine bleeding final diagnosis: uterus, resection: benign secretory endometrium and leiomyoma. Cervix: mild chronic cervicitis and nabothian cysts. Gross examination: the endometrium is pink-red, smooth and measures up to 0.2 cm. In greatest thickness. The myometrium is pink-tan, generally homogenous and measures up to 2.9 om. In greatest thickness. Sectioning reveals a 0.4 cm. In greatest dimension pink nodule. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporters,patient information,lab data,medical history,added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), fatigue ("fatigue"), alopecia ("alopecia"), headache ("headaches"), nausea ("nausea"), memory impairment ("forgetfulness"), anaemia ("anemia"), rash ("rash") and pruritus ("itching"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, fatigue, alopecia, headache, nausea, memory impairment, anaemia, rash and pruritus outcome was unknown. The reporter considered alopecia, anaemia, fatigue, genital haemorrhage, headache, memory impairment, nausea, pelvic pain, pruritus, rash and urinary tract infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.